Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer sent the v60 unit to the international manufacturer's service center for routine periodic maintenance. During servicing the technician identified device did not operate properly with battery, there was no patient involvement.

Manufacturer narrative:
Device evaluation: power management board was received at the v60 vent manufacturing facility for evaluation. Pm board was installed in the failure investigation test ventilator in an attempt to duplicate the reported problem. The test vent was powered up, and ran. No failures were identified. The root cause for pm board failure/no dc power experienced by the customer could not be determined.